Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's family or friend reported that the plate came with elliptical, distorted starter hole. The product was used and no harm was reported. Based on additional information received, the son was not able to accurately give the number of defective wafers but said that they appeared from time to time. No photo is available at this time.